Manufacturer narrative:
Based on the current information provided, the cause of the surgeon side console (ssc) system down event was a defective power supply. This medwatch report with patient identifier of (B)(6) captures the failure to power on for the surgeon side console (ssc) that directly followed a non-recoverable fault with associated universal surgical manipulator (usm) 3 / patient side cart (psc). The usm / psc event is captured in a separate medwatch report with patient identifier (B)(6). The reconfiguration of both the ssc and the psc / usm 3 resulted in a surgical delay of greater than 30 minutes but, no adverse effect to the patient. Device evaluated by MFR: the power supply (part: 187408-05) is part of the ssc; therefore, the device documented is the ssc. The part returned for evaluation was the power supply, which when installed in-house, would not power on due to a component failure, confirming the customer reported complaint. This complaint is considered a reportable malfunction event due to the following conclusion: the surgeon side console (ssc) failed to power on and another ssc was required to complete the procedure. This occurred after usm 3 on the psc had a repeated recoverable fault which led to usm abandonment, psc replacement, and ultimately the need for a power cycle. Though a 30-minute delay occurred due to replacement of both consoles , the patient was ¿totally stable¿ and was not injured. However, the reported failures could cause or contribute to an adverse event if they were to recur.

Event description:
It was reported that during a da vinci assisted prostatectomy, the surgeon side console (ssc) would not power back on after a system down event involving the patient side cart (psc) that required replacement and a full system restart. The ssc was switched out and the system powered on, allowing the procedure to be completed robotically with no patient injury using the replacement console.